Event description:
The cautery tip broke and fell into the surgical site. It was retrieved without injury to the pt.

Manufacturer narrative:
During a total hip procedure, the tip apparently broke and fell into the surgical site. It was retrieved without injury to the pt. The facility reported that the tip had been manually bent by the surgeon prior to using it. The tip was returned and the issue was confirmed. The tip was manufactured by bovie medical and will be returned to them. As the manufacturer of this device, they will conduct the investigation.